Manufacturer narrative:
Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the delivery accuracy test. No excessive no delivery alarms noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose and ketoacidosis with blood glucose of 500 mg/dl, the customer current blood glucose was 445mg/dl. The customer was hospitalized on (B)(6) 2017, 8-10am. The drive support cap appears normal (slightly indented). The customer experienced symptoms such as belly upset. The customer was treated with hospitalization. The customer was not wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.